Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and the patient underwent a lead revision for the dislodgement. Once the physician began the procedure, the patient was noted to have a clear infection. The implantable cardioverter defibrillator (ICD) system was removed. A new ICD system was implanted several days later after the patient had recovered. No further patient complications have been reported as a result of this event.